Event description:
It was reported that during periodic follow up, device interrogation showed there was a drastic decrease in battery voltage. It was suspected the longevity of the device would be shorter than the calculated value. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the device was approaching elective replacement indicator (eri). Weekly battery voltage trend data shows minimum battery equal to 3.04 to 2.66 volts range between (B)(6) 2012 and (B)(6) 2013 is before device recommended replacement time (rrt) less than or equal to 2.62 volt. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.